Event description:
This case was cross referred with cases: (B)(4) (cluster). This spontaneous case from united states was received on (B)(6) 2018 from patient's wife. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc one and after an unknown latency was unable to walk at all/can't ambulate, couldn't weight bare, severe pain selling and heat, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: 31-may-2020). On an unknown date after an unknown latency, patient experienced severe pain, swelling, heat and being unable to walk at all. Patient could not ambulate. He couldn't weight bare. On (B)(6) 2018, patient was given steroid cortizone in each knee. Corrective treatment: steroid cortizone for being unable to walk, severe pain, swelling and heat; not reported for couldn't weight bare. Outcome: recovering for all events. Seriousness criteria: required intervention for being unable to walk, severe pain, swelling, heat and couldn't weight bare an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced was unable to walk for which patient received steroid cortisone injection. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.